Manufacturer narrative:
It was reported by the vad coordinator that the patient was complaining of power switching. The batteries were replaced and there was no reported effect on the patient. All batteries passed visual and functional testing. The events reported were not reproducible during benchtop testing. However, based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, the most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4)/1650, expiration date: 06/30/2015, manufacturing date: 06/01/2014. (B)(4)/1650, expiration date: 06/30/2015, manufacturing date: 06/01/2014. (B)(4)/1650 , expiration date: 04/30/2015, manufacturing date: 04/01/2014. (B)(4).

Event description:
Patient called mayo vad coordinator complaining of power switching.